Event description:
Primary stability achieved, no osseointegration. Periodontal disease at time of surgery. Significant priodontal pocket durinf extraction. Implantation one month after extraction. Perhaps residual bacterial strain.